Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned and visually examined with the following observations: the crimped valve was stuck within the sheath liner approximately 3" from distal strain relief. One (1) strut was bent outward on valve inflow side. The post-expanded valve showed a bent strut was corrected. The leaflets were wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process. The frame was deformed. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. In this case, the complaint of valve frame damage was confirmed based on evaluation of the returned device. Available information suggests patient factors (calcification, tortuosity, undersized vessel) and/or procedural factors (high push force) likely contributed to the event as calcification, tortuosity, and undersized vessel were observed in the access vessels. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. This is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent tavr with a 26mm sapien 3 ultra resilia valve via the subclavian approach. As reported, resistance was noted when pushing valve through the sheath. When the 26mm s3ur valve was being advanced through the 14fr esheath+, one of the struts of the valve was bent. This was seen on fluro and advancement was stopped. It was determined at this point to pull the system back as a unit and prepare a new system. The delivery system and valve did not exit the tip of the sheath. After withdrawal, a small hole was noted on the seam of the sheath. A 2nd 26mm s3ur valve was prepared and advanced through a new sheath. The valve was deployed with no adverse outcomes. A contrast shot was taken of the subclavian artery with no dissection noted. The surgeon closed the vessel with no adverse events. Patient was taken to the recovery room. The patient was then discharged on pod #3.